Event description:
Customer reports that a properly seated lancet did not retract into softclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the system, replacement was sent.

Event description:
(B) (4). Same case as MFR ID#: 2134265-2010-01988, 2134265-2010-02056. It was reported that during a carotid artery stenting treatment procedure, the patient experienced hypertension. The 99% stenosed and 5mm long target lesion was located in the ostium of the right internal carotid artery with a reference vessel diameter of 6mm. A filterwire ez 190cm embolic protection system was advanced, but the tip became hooked shaped so it was exchanged for another of the same. It successfully crossed the lesion, however, when pulling back on the delivery sheath, the physician accidentally pulled back on the filter basket as well, so it was also exchanged for another of the same. The third filterwire ez 190cm embolic protection system was successfully deployed and a 4.0x20mm sterling balloon was advanced and the lesion predilated at 5atm for 10 seconds. The carotid wallstent 10x37,5.9f,135cm was then inserted and successfully deployed in the target lesion and a 7.0x20mm sterling balloon was advanced across the target lesion for post dilation. At this time, due to increasing hypertension, 1.250mg of vasotec was administered via IV. The balloon was then inflated to 8atm for 15 seconds. Following removal of the balloon, a filter retrieval kit was advanced to capture the filter basket followed by removal of the filterwire. The procedure was closed and the patient was discharged 2 days later. The event is considered resolved without residual effects.